Manufacturer narrative:
The insulin passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. Multiple boluses were program and delivered and no unexpected bolus noted during our testing. The button event file was overwritten; unable to verify if bolus was manually entered by customer. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to low blood glucose. The customer's blood glucose level during the emergency response service was 136 mg/dl. The insulin pump delivered 21 units and it caused it to bottom out. This happened in his sleep with a manual bolus. The health care professional requested the insulin pump should be replaced because he wasn't sure if the 21 units of bolus was a mechanical error or a customer error. The device will be returned for analysis.